Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a power on reset (por). Critical ram parity error was logged in address "1e 52" on (B)(6) 2010. This coincides with the install timestamp of ramware version 8. The device is part of the advisory for this model.

Event description:
It was reported that a power on reset message appeared when the device was interrogated. The device was reset and is still in use. No patient complications have been reported as a result of this event.